Manufacturer narrative:
Additional information was received determining the date of the event was actually (B)(6) 2011. Additional information was provided. New information was received regarding the previous results provided in the initial medwatch: (B)(6) 2009 = 6.8% and (B)(6) 2010= 7.4%. The patient's fasting glucose was 9.8 mmol/l. Additional information was received determining the erroneous result was not reported outside the laboratory and the patient was not adversely affected.

Manufacturer narrative:
A reagent quality issue with precipitation in the cassettes was previously identified and is currently under investigation. It was recommended that customers switch to another lot of reagent. This reagent issue may have contributed to this event. It was also noted the software on this analyzer had an issue when air bubble were the blood sample in the sample probes. When this occurred, sometimes the probes lost blood and the result was wrong. A new software version is expected to be available in third quarter 2012. No adverse event was reported.

Event description:
The user received a questionable hemoglobin a1c generation 2 result for one patient sample. The initial result was 5.01% which was considered to be normal. Upon validation of the result, the user noted previously high results for this patient and an abnormal fasting glucose result. The user repeated the sample and the result was 8.48%. The sample was tested on an alternative integra 800 analyzer and the result was 8.3%. No information was provided to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The hemoglobin a1c reagent lot number was 638841. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).